Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging inaccurate results of "11.8, 11.7 and 7.9 mmol/l" with the subject meter and "9.8, 7 and 7.9 mmol/l" with another meter, performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.